Event description:
It was reported that an overdischarge was confirmed. It was noted that this was the first overdischarge. It was noted that a physician mode recharge (pmr) was performed, and the device was successfully reset. It was noted that the patient never had therapeutic effect. The device was reportedly reprogrammed. Additionally it was reported that the manufacturer's representative met with the patient on the day of report. It was noted that the patient hadn't used her device in over a year. The patient quit using the device because it never helped her with her back and leg pain. It was noted that "in the past" the manufacturer's representative was unable to get stimulation "above the level of her knees." It was noted that after "much effort" recharging the device to show greater than 25% charge, the representative was able to get the stimulation to the top of her legs on 3 groups. It was noted, however, that the patient had spent "so long on a stretcher and had some lumbar epidural steroid injections (lesi) performed earlier she could not tell if the stimulation was in the buttocks or lower back. It was noted that the 3 groups had been created "fairly quickly," and before the representative could finish her device was depleted of energy again. It was noted that the patient had been at the center performing the pmr and recharging for 5 hours. Less than 50% therapy relief was reported for the upper legs and lower back. The patient was described as alive with no injury at the time of report. Additional information reported that the patient's implantable neurostimulator (ins) battery was discharged. It was reported that a power on reset (por) message was seen on december 18 and was cleared. It was noted that the patient did not get coverage for whole leg, only knee. It was noted that after reprogramming, the patient felt stimulation on top of leg and maybe on the bottom, but not on the back of the leg. It was noted that stimulation "stopped couple of weeks ago." The recharger statistics showed that the patient recharged for 4 minutes, then 71 minutes, and then 67 minutes on december 22 which increased the battery voltage from 2.11 to 3.74 volts with a maximum of 7 coupling bars. It was reported the patient let their battery discharge again. It was noted the patient did not want to bother with recharging any more. It was reported the patient never got the relief they were looking for. It was noted the patient was debating having the battery removed. It was further reported that the patient was scheduled for a lead revision for (B)(6) 2014. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that prior to the revision, the company representative attempted to read the stimulator but was unable. Two antenna locate assessments were done and a power on reset was displayed. It was suspected that the stimulator was in "shallow" overdischarge. The company representative attempted to ascertain the overdischarge count. One overdischarge from (B)(6) 2013 was noted and counted for. The representative was informed that the use of the antenna locate feature would not cause an additional overdischarge strike. The company representative and physician was trying to assess if they would keep the stimulator or implant a new one. They were informed that the device would need to be charged to 25% in order to interrogate it, however, the patient was ready for the surgery and the representative was unsure if there would be time to charge that long. It was further stated that the revision had been completed. The stimulator was explanted and replaced. The leads were stated to be partially explanted and were cut. New leads and a new stimulator were placed. Of note, it was stated that the patient was "beside herself" after the surgery and was fixated on other post-surgical issues. The patient did have coverage on her back, however. Impedances on the new implant were within normal limits. The company representative planned to follow up with the patient at a later date. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final device analysis for the stimulator revealed no significant anomalies. The battery had reduced capacity due to overdischarge. Final device analysis of the lead revealed no significant anomalies. The body of the lead had been cut.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further stated that the patient had not had adequate stimulation coverage since implant. The depletion was not considered normal. It was further reported that the patient was doing well and was very happy to have relief of lower back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.